Event description:
Arch noted when activated. The cautery tip that came with the joint pack caused an arc. The bovie tip was immediately switched to a new one. The pack's catalog number is kai3bjpkpf, lot #838902, exp date 09/01/2020. Dose or amount: 1 tot. Diagnosis or reason for use: right shoulder rotator cuff arthroplasty - right total arthroplasty. Event abated after use stopped or dose reduced: yes.